Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm, which is off label usage of the device. The patient¿s wife stated that the cgm reading was 325 mg/dl, but he was in diabetic ketoacidosis (dka) and metabolic acidosis and had a heart attack when taken to the hospital. The emergency room (ER) checked his bg and said it was so high that it would not register on the hospital¿s meter. The patient was treated with an IV drip and insulin and discharged after several days. The patient¿s wife alleged that the dka was because of the inaccurate cgm reading. It is unknown if the heart attack was caused by or contributed to by the dka or was unrelated. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.